Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely torturous proximal left main coronary artery. It was noted that the procedure was very difficult and complex due to the high degree of tortuosity. The left main had what was described as an unusual take off and as a result a buddy wire technique was performed utilizing unspecified guide wires. To accomplish this technique, several unspecified guide catheters with different curves were tried. A 2.0x12mm apex balloon was successfully advanced and inflated to 12atm to pre-dilate the lesion. To continue the procedure, the 2.75x16 ion stent delivery system was advanced with difficulty. Upon deployment, the physician noted that the stent had collapsed or accordioned. A 2.75x24 taxus stent was then advanced and deployed overlapping the ion stent. The procedure was successfully completed using a 2.75x12 nc apex at 16atm for post-dilation followed by a 3.9x12 nc apex at 22atm. The final result was described as excellent and no residual stenosis was observed. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that the target lesion was 80% stenosed and that the vessel was calcified. Additionally, a 6fr-non-bsc guide catheter, a .014 non-bsc guide wire and a unspecified sized non-bsc guide wire were used in the procedure. The patient was discharged the following day.

Manufacturer narrative:
(B)(4).